Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a patient experienced no air flow and an alarm condition while using a trilogy evo ventilator. A clinical assessment determined: based upon the information currently provided and available, it was reported that during clinical and therapeutic use of the trilogy evo ventilator in home, a device alarm had occurred (unspecified) on (B)(6) 2026. It was reported that the device displayed a green line in the center of the gui (graphical user interface) and that no flow was being delivered from the unit. A device restart was attempted; however, it was noted that the unit could not be powered off. After attempts to power cycle the device, a philips representative informed the patient's caregiver that a replacement device would be delivered and if necessary, to request transfer of the patient via ambulance from the patient's home to an institutional medical facility for further care. It was further reported that the patient's respiratory condition was "not good" and required utilization of emergency medical transport to an institutional medical facility. The patient was transported and admitted to an institutional medical facility, upon which it was reported that the patient was placed onto a hospital ventilator (make/model unspecified) at 17:35 jst on (B)(6) 2026. Additional information was received stating that the patient had expired on (B)(6) 2026. According to information provided by the patient's mother, the cause of death was reported as respiratory failure. The device in question has been sequestered by local police/authorities and is not currently available for device evaluation or investigation. Based upon the information currently provided and available, there is sufficient evidence to pronounce a death and serious injury, pending further investigation and evaluation. The reported harm of degrading respiratory condition requiring emergency medical transportation and institutional hospital admission have been assessed as a serious injury. Additional information was received on 07/06/2026 stating that the patient had expired on (B)(6) 2026. Further good faith efforts and device retrieval for evaluation and investigation will be made to determine cause and/or contribution of the device to the patient adverse events and subsequent expiration. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. Box b coding (date of death) was updated. If any additional information is received, a follow-up report will be filed. New information: the sales rep visited the police on (B)(4) 2026 regarding the investigation of the device. As a result, the police will temporarily return the device to the manufacturer for further investigation. Once the investigation is complete, the device will be returned to the authorities while awaiting consent from the family to permanently return the device back to the manufacturer. During the interview with the police, the sales rep powered the device on in the presence of the detective and the display of the device appeared damaged, and the screen was almost completely black. The sales rep confirmed that the device seemed to be operating and delivering airflow. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer received information alleging a patient experienced no air flow and an alarm condition while using a trilogy evo ventilator. A clinical assessment determined: based upon the information currently provided and available, it was reported that during clinical and therapeutic use of the trilogy evo ventilator in home, a device alarm had occurred (unspecified) on (B)(6) 2026. It was reported that the device displayed a green line in the center of the gui (graphical user interface) and that no flow was being delivered from the unit. A device restart was attempted; however, it was noted that the unit could not be powered off. After attempts to power cycle the device, a philips representative informed the patient's caregiver that a replacement device would be delivered and if necessary, to request transfer of the patient via ambulance from the patient's home to an institutional medical facility for further care. It was further reported that the patient's respiratory condition was "not good" and required utilization of emergency medical transport to an institutional medical facility. The patient was transported and admitted to an institutional medical facility, upon which it was reported that the patient was placed onto a hospital ventilator (make/model unspecified) at 17:35 jst on (B)(6) 2026. Additional information was received stating that the patient had expired on (B)(6) 2026. According to information provided by the patient's mother, the cause of death was reported as respiratory failure. The device in question has been sequestered by local police/authorities and is not currently available for device evaluation or investigation. Based upon the information currently provided and available, there is sufficient evidence to pronounce a death and serious injury, pending further investigation and evaluation. The reported harm of degrading respiratory condition requiring emergency medical transportation and institutional hospital admission have been assessed as a serious injury. Further good faith efforts and device retrieval for evaluation and investigation will be made to determine cause and/or contribution of the device to the patient adverse events and subsequent expiration. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a patient experienced no air flow and an alarm condition while using a trilogy evo ventilator. A clinical assessment determined: based upon the information currently provided and available, it was reported that during clinical and therapeutic use of the trilogy evo ventilator in home, a device alarm had occurred (unspecified) on (B)(6)2026. It was reported that the device displayed a green line in the center of the gui (graphical user interface) and that no flow was being delivered from the unit. A device restart was attempted; however, it was noted that the unit could not be powered off. After attempts to power cycle the device, a philips representative informed the patient's caregiver that a replacement device would be delivered and if necessary, to request transfer of the patient via ambulance from the patient's home to an institutional medical facility for further care. It was further reported that the patient's respiratory condition was "not good" and required utilization of emergency medical transport to an institutional medical facility. The patient was transported and admitted to an institutional medical facility, upon which it was reported that the patient was placed onto a hospital ventilator (make/model unspecified) at 17:35 jst on (B)(6)2026.additional information was received stating that the patient had expired on (B)(6)2026. According to information provided by the patient's mother, the cause of death was reported as respiratory failure. The device in question has been sequestered by local police/authorities and is not currently available for device evaluation or investigation. Based upon the information currently provided and available, there is sufficient evidence to pronounce a death and serious injury, pending further investigation and evaluation. The reported harm of degrading respiratory condition requiring emergency medical transportation and institutional hospital admission have been assessed as a serious injury. Further good faith efforts and device retrieval for evaluation and investigation will be made to determine cause and/or contribution of the device to the patient adverse events and subsequent expiration. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. If any additional information is received, a follow-up report will be filed.new information: additional information was received on 07/06/2026 stating that the patient had expired on (B)(6)2026.further good faith efforts and device retrieval for evaluation and investigation will be made to determine cause and/or contribution of the device to the patient adverse events and subsequent expiration. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. Box b coding (date of death) was updated. If any additional information is received, a follow-up report will be filed.